Manufacturer narrative:
An offset cup introducer (90128275, 4076147) was received for investigation. It was reported that the instrument broke due to fatigue from multiple blows with a mallet. Visual inspection was performed which noted that the instrument shows signs of surgical use with marks and scratches along the length of it. The drive chain assembly is snapped at the tip of the threads. Functional evaluation was performed which deemed the function to be unacceptable as drive chain assembly is snapped into two pieces. This confirms the reported complaint. A complaint history review was performed which noted that no other similar complaints were identified for this batch. Similar complaints have been identified for the part and this will continue to be monitored. The production records were reviewed for the instrument reportedly involved in this incident. All the released instruments involved met manufacturing specifications at the time of production. This instrument had a lifespan of 2+ years and it is unknown how many surgical cycles it was involved in during this time. Based on the available information and the returned instrument the probable root cause is undetermined. If further information is received then the complaint will be reopened and investigated. No corrective or preventative actions have been initiated as a result of the performed investigation. The instrument will be retained at aurora UK as it cannot be repaired.

Event description:
It was reported that during impact of the bhr cup, the instrument broke due to fatigue from multiple blows with a mallet. Backup device was available.